Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was getting inaccurate information from her sensor. Her blood glucose was 174mg/dl at the time of reporting. She also stated that the sensor was bent when she removed. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Reliability analysis not required for sealed sensors due to sensor being expired.